Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please also see MFR report number 2032227-2011-00128.

Event description:
The customer reported being hospitalized twice in the past month due to low blood glucose levels. The customer stated that she regularly treats off the sensor glucose readings. The customer declined troubleshooting. The customer stated that she has been using the sensor for quite a while, and refuses to follow the safety parameters. Advised never to treat off the sensor glucose readings. Nothing further was reported.